Manufacturer narrative:
Section h4: additional information. Section d10, h3: correction. Manufacturer's investigation conclusion: the reported event of an s3 alarm was confirmed. A log file was extracted from the returned centrimag console (serial number (B)(6), evaluated under (B)(4)) and was reviewed. The system operated at speeds around the set speed throughout all data observed on the event date, (B)(6) 2020. A can bus send error sub-fault was observed on (B)(6) 2020 at 12:19, causing the reported s3 alarm. Flow readings were observed to be 0 lpm after the observed s3 alarm due to the can bus send error sub-fault. The system was manually shut down at 12:20, and the can bus error resolved after the console had been power cycled. No other notable events were observed. The returned centrimag motor (serial number (B)(6)) was inspected at the european distribution center under on 12may2020. The motor was not functionally tested due to observed, irreparable damage on its cable. The motor was scrapped as a result. The root cause of the reported event was unable to be conclusively determined through this analysis. Reports of similar events will continue to be tracked and monitored. Review of the device history record for centrimag motor serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4- "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10-"emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. The 2nd generation centrimag system operating manual section 12.1-"appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that before venous-venous (vv) ECMO retrieval, the cmag console was tested. When the patient was on vv ECMO and before departure back to the hospital, an s3 system alert occurred. The motor was functioning but no flow reading was displayed. The flow probe from the spare console was utilized. When transporting the patient the alarm remained and consistently alarmed. A motor and console change was done. The patient's saturation dropped but recovered fully.